Event description:
On 10th april, 2024 getinge became aware of an issue with one of surgical lights - lucea 50. Based on photographic evidence the designated complaint unit employee found that headlight cover was damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Further information provided by getinge employee indicated that no particles were missing and nothing had fallen off the device. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of missing particles, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable.

Manufacturer narrative:
The correction of b5 describe event and problem, h3a device evaluated by manufacturer?, h3b device not eval provide code, h6 medical device ¿ problem code and h6 investigation findings fields deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 10th april, 2024 getinge became aware of an issue with one of surgical lights - lucea 50. Based on photographic evidence the designated complaint unit employee found that headlight cover was damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 10th april, 2024 getinge became aware of an issue with one of surgical lights - lucea 50. Based on photographic evidence the designated complaint unit employee found that headlight cover was damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Further information provided by getinge employee indicated that no particles were missing and nothing had fallen off the device. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of missing particles, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable. Previous h6 medical device ¿ problem code: material integrity problem/break//1069. Mechanical problem/detachment of device or device component//2907. Corrected h6 medical device ¿ problem code: material integrity problem/break//1069 . The correction of h3a device evaluated by manufacturer? And h3b device not eval provide code fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer?: no. Corrected h3a device evaluated by manufacturer?: yes. Previous h3b device not eval provide code: device evaluation anticipated, but not yet begun corrected h3b device not eval provide code: n/a. Previous h6 investigation findings: results pending completion of investigation///3233 corrected h6 investigation findings: none. Initially provided information was pointing to damaged cover with missing particles. The issue is considered as safety related as any particles falling off into sterile field or during procedure may cause contamination. According to additional clarification provided by the getinge technician it was determined that the issue investigated herein is not safety and risk related as there was no indication of missing particles on this device. The investigation was performed. The investigated scenarios did not cause risk to human life. The review of the customer product complaints, related to investigated issue in time, shows that there is no regular income. No apparent reason was identified for suggesting to open a CAPA or evaluation for the need of another action in the market.

Manufacturer narrative:
The initial reporter was biomedical technician. Additional information will be provided following the conclusion of the investigation.

Event description:
On 10th april, 2024 getinge became aware of an issue with one of surgical lights - lucea 50. Based on photographic evidence the designated complaint unit employee found that headlight cover was damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.